Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b005839n54, implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 03-oct-2016 information received indicated that the patient had severe chronic intractable pain secondary to a previous herniated disc and back surgery. He had failed all conservative means of treatment; had an intrathecal infusion; and had even failed that. He was brought in once for a revision of the catheter which did not change the impact of the intrathecal infusion. On (B)(6) 2004 he was brought back to surgery for replacement of the catheter to see if there was possibly a flow issue. During the procedure, dissection was carried out down to the previously placed catheter and anchor. The anchoring sutures were cut. An o ethibond stitch was placed through the dorsal fascia around the catheter entry point into the dorsal fascia in a figure-of-eight fashion. The catheter was then removed and the figure-of-eight suture was tied. There was no apparent csf (cerebrospinal fluid) leak at that point. Prior to cutting the suture, a second figure-of-eight suture was placed around the first suture. Then that one was tied and they were both cut. There was no csf leakage around the sutures at that point. A new catheter was then implanted. There was good csf flow through the catheter. The catheter was anchored. There was good csf flow at that point and the catheter tip was stable under fluoroscopy. The incision was closed and the patient was taken out of the surgical unit in good condition. The patient was to be observed for potential complications from the medication and once stable would be discharged to home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.